Event description:
Additional information: the patient ¿blacked out¿ 20 minutes after the refills. The patient felt that they ¿od¿d real quick.¿ after one of the refills the patient collapsed in her kitchen and hit her head. The patient had a ¿knot¿ on her head and was bruised. After both refill episodes the patient ¿felt crazy¿ and did not ¿get clarity back¿ for three days. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient experienced seizures and loss of consciousness 20 minutes after her last two refills, four months and one month ago, "she would be in a confused state for a few days." There were no volume discrepancies during the last 2 refills. Drug delivered via the device was fentanyl. Patient was considering hcp options.

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2005, explanted: unk.